Event description:
It was reported that during an artificial urinary sphincter (aus) original implant surgery the physician encountered a foreign substance that looked like dirt inside the cuff that was opened. The foreign material looked like a black speck of debris. It was indicated that the device had not been inadvertently dropped after opening. The physician decided to use a different cuff. The physician also indicated he was displeased that there were no inhibizone product available for the procedure. The patient did not experience any adverse events and was said to be okay following the procedure.

Event description:
It was reported that during an artificial urinary sphincter (aus) original implant surgery the physician encountered a foreign substance that looked like dirt inside the cuff that was opened. The foreign material looked like a black speck of debris. It was indicated that the device had not been inadvertently dropped after opening. The physician decided to use a different cuff. The physician also indicated he was displeased that there were no inhibizone product available for the procedure. The patient did not experience any adverse events and was said to be okay following the procedure.

Manufacturer narrative:
Product investigation completed. Ams 800 occlusive cuff and returned packaging were visually inspected and the cuff component microscopically examined. The cuff shell was contaminated with foreign material (fm). The cuff shell was dissected to remove the foreign material from the device. The fm was sent for ftir confirmation and appeared to be consistent with fluorosilicone particulates. Fluorosilicone is used during the manufacturing process of the cuff component. Analysis is unable to confirm the reported event nor a relationship with the identified foreign material and allegations received. Based on the results of this investigation, no escalation is required.